Manufacturer narrative:
The reason for the malfunction (fracturing) of the abutment cannot be determined by the pictures provided from the actual case and the fractured parts have not been sent to dentsply implants for investigation. Reasons for fracturing may be grinding or retouching the abutment which may invalidate the product and is not allowed and stated in the instructions for use. Other reasons for malfunctions may be the installation of the abutment, if not correctly seated the abutment may be damaged during the torquing of the abutment screw i.e. The indexing part of the abutment is forced into position. Another installation error may be if the indexing part is not correctly seated and stuck in a position where it will rock lose and fracture due to not be firmly attached to the implant. Because surgical intervention was required in this event, it is reportable per 21 cfr part 803. Root cause cannot be determined as the device was not returned for evaluation.

Event description:
An atlantis zirconia abutment fractured in a patient's mouth after two weeks in use and caused the patient pain and discomfort. Two surgeries were required for removing the fractured pieces.